Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. D4 - other device listed in this report: liner: cat #unk, lot #unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's event.

Event description:
It was reported that, "the pt had their hip replaced within a month. The pt's hip dislocated. They tried to do a closed reduction. While trying to close reduce the hip, the femoral head was caught on the cup and the stem dislodged. The pt was then revised."